Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope distal end had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided should additional relevant information become available, a supplemental report will be submitted.